Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product s: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. It was also reported that the right atrial (ra) lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.